Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle freedom lite strips were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that upon applying the sample to the adc device, the test would not start, and was therefore unable to obtain readings. The customer obtained a reading of 240 mg/dl (unspecified meter) and nurse administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that upon applying the sample to the adc device, the test would not start, and was therefore unable to obtain readings. The customer obtained a reading of 240 mg/dl (unspecified meter) and nurse administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Attempted to perform control solution testing. Observed ER- 7 during control solution testing. De-cased reader and performed visual inspection on the printed circuit board assembly (pcba). Debris contamination was observed on strip port . Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.